Manufacturer narrative:
The observed internal cannula tear is related to action #98586. The pod was received with the needle mechanism assembly deployed. The exposed soft cannula was not observed to be bent or kinked. No problem was found regarding the reported bent/kinked event. Investigation of the returned pod found a tear in the internal portion of the soft cannula that contributed to the reported event. The observed soft cannula damage is currently under the referenced CAPA investigation. No further post market investigation is required.

Manufacturer narrative:
The device has been returned; however, the investigation is not yet complete. When the investigation is complete, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone16.1. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose above 400 mg/dl while wearing the pod between 4 and 24 hours. When the pod was removed from the infusion site on their arm, the pod's cannula was found bent. As treatment, a manual insulin shot was administered, and a new pod was placed and activated.